Event description:
It was reported that approximately eight years post implantation of a vena cava filter, a CT scan demonstrated four detached limbs: one limb appeared to be embedded in the hepatic vein, one limb was identified in the liver, one limb was located in the right lung, and one limb was located in the left lung. The filter was and the detached limb in the hepatic vein were removed. The remaining three detached limbs were not retrieved. The current status of the patient is unknown.

Manufacturer narrative:
The product catalog and lot number were not provided; therefore, the device history records could not be reviewed. A manufacturing review was not performed as the lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported filter limb detachment. Based upon the available information, the definitive root cause for this event is unknown.

Manufacturer narrative:
A secondary intervention was required to retrieve the filter. One limb embedded in the hepatic vein, one limb identified in the liver, and one limb located in the right lung. There was no known impact or consequence to patient after further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803.

Manufacturer narrative:
A secondary intervention was required to retrieve the filter. One limb embedded in the hepatic vein, one limb identified in the liver, and one limb located in the right lung. There was no known impact or consequence to patient after clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803.

Manufacturer narrative:
Based on the images provided, it can be confirmed that the vena cava filter and one detached filter arm in the ivc were removed successfully.based on images provided, it can be confirmed for three detached filter arms in the pulmonary arteries, bilaterally.based on the images provided, it cannot be confirmed if the three detached filter arms were removed from the pulmonary arteries.based on the images provided, it cannot be confirmed for filter limb perforation into the retroperitoneum.conclusion: four detached filter limbs can be confirmed based on the medical records and image review. Based on the medical records, limb penetration into the retroperitoneum can be confirmed. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications:- filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.- perforation or other acute or chronic damage of the ivc.

Manufacturer narrative:
Medical records were received and reviewed. The patient has a history of acute pulmonary embolism presumably provoked by depo-provera and was monitored for a time for her hypercoagulable state but no longer is receiving anticoagulants. The patient began to experience pain in the right lower quadrant and sought medical attention. A CT of the abdomen revealed a tubular fluid-filled 7mm structure adjacent to the right iliac vein and just cephalad to the right ovary. The patient had elevated liver enzymes during a routine lab evaluation. A CT of the abdomen was completed which indicated that the filter arm may have fractured and embolized to the liver. On (B)(6) 2012, patient presented at the (B)(6) emergency room complaining of abdominal pain in the ruq. The onset was two days ago and has been getting worse. Patient feels the pain is related to the fractured filter fragment. Patient approached providers for filter retrieval, but they were all hesitant to remove the device due to the high risk of complication. Patient referred herself to stanford hospital where she underwent complex filter removal however, three of the fracture arms remain in the body, including one in the liver. There is no inflammation around this piece of metallic fragment into the liver parenchyma. Section a-d the information provided by bard represents all of the known information at this time despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.